Event description:
The customer called about an e11 error message that she had received on her meter. She declined troubleshooting and stated that she would just buy a new meter. No adverse events were alleged. The meter and test strips were returned for evaluation. Replacement products were sent to the customer.

Manufacturer narrative:
The qa lab found the returned reagent to read an average of 249 mg/dl high, out of specification. The reagent also read e11 which confirmed exposure to moisture. Performance was satisfactory using iqa retention reagent.